Event description:
During a liver procedure on a pt the surgeon sealed the vena cava and it constricted into the liver. The vena cava started to bleed and the pt needed a blood transfusion. Also, CPR was administered and the pt had to be defibrillated.